Event description:
It was reported an under infusion. Per report, the infusion was to infuse for 2 hours; however, after 3 hours the infusion was not complete. There was patient involvement, but the outcome is unknown.

Manufacturer narrative:
Omit: c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported complaint of an under infusion was not able to be confirmed, as no devices or logs returned for investigation. Laboratory testing of the suspect device could not be performed since the incident device was not received for this investigation. The suspect device logs were not returned for investigation; however, the facility provided an ¿all infusion details report¿ of august 22, 2025, the facility did not provide the data set. All infusions detail report do not contain keystroke programming and is not validated for log analysis purposes. Is it not possible to confirm the drug ID without pcu event logs to perform the keypress replication. On (B)(6) at 12:01 pm, an iron dextran infusion was initiated at a rate of 134.5 ml/h with a total volume to be infused (vtbi) of 269 ml, containing 975 mg of iron dextran, intended to run over two hours. Throughout the infusion, multiple occlusion alarms occurred on both the bottle and patient sides, resulting in the infusion running uninterrupted for only 226 seconds. Additionally, there were two brief pauses totaling 11 seconds. At 2:06 pm and again at 2:55 pm, 100 ml of additional volume was added each time, maintaining the same infusion rate. The infusion was stopped at 2:56 pm, with a total calculated volume infused of 370.75 ml. The alaris¿ system user manual (v12.3.2), notes that proper operation of the bd alaris¿ system requires that you are familiar with related features, setup, programming, IV sets, and accessories. Read all instructions, including those for all attached module(s) before using the bd alaris¿ system. Discard infusion set if packaging is not intact, or protector caps are unattached. Also notes that rate accuracy can be affected by: - temperature and viscosity of the IV solution - height of the pump in relation to the patient - height of the solution container in relation to the pump - back pressure related to the infusion set and the IV catheter use only bd alaris¿ pump infusion sets with the pump module. The use of any other set can cause improper device operation, resulting in inaccurate fluid delivery or other potential. Follow proper infusion set loading instruction and ensure the set is free of kinks and that all clamps are open before starting an infusion. Improperly loaded sets or failing to open clamps can result in delayed start of infusion or inaccurate fluid delivery. The system was being used for treatment purposes as intended per 21 cfr.820.198(d(2). Root cause: the root cause of the reported that there was an under infusion could not be determined, as no devices were returned for investigation. The events could not be conclusively identified from the email-only investigation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported an under infusion. Per report, the infusion was to infuse for 2 hours; however, after 3 hours the infusion was not complete. There was patient involvement, but the outcome is unknown.